Event description:
It was further reported that the patient had a fracture at distal part of implant near locking screw. Patient was revised on (B)(6) 2019 to trochanteric fixation nail-advanced (tfna) system successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown fns plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient may have fallen and subsequently had another fracture at the distal part of the (femoral neck system) fns system. Previously implanted hardware had to be removed. Initially, the patient was implanted with unknown fns plate, bolt, anti-rotation screw and locking screw on an unknown date. Nothing broke on the implant itself and implant did not appear to have compromised. The procedure successfully completed. The patient outcome is unknown. This complaint involves four (4) devices. This report is for one (1) unknown fns plate. This is report 2 of 4 for (B)(4).